Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue but could verify the reported issue in the log files. The stm noticed that the reported issue is a reoccurring problem and recommended to replace the solenoid driver and the main boards. The customer declined replacing the main board but agreed to the solenoid driver replacement. The stm replaced the solenoid driver and then performed all calibration, functional and safety tests per factory specifications. During testing, the iabp failed the fiber optic module test and the stm observed the output connector on the fiber optic module was broken. The stm "red tagged" the iabp and informed the customer of the issue. The customer will determine repairs for the remaining issues at a later date. The iabp had not been returned to the customer nor cleared for clinical use.

Event description:
It was reported by the end user that during power-up the cs300 intra-aortic balloon pump (iabp) generated an "electrical failure code 52" message. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) later reported that the customer's reported issue was finally reproduced after several attempts. The stm found all the transducers read "xx" and to correct the issue, replaced the front end board. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was then burned over several days and then returned to the customer and cleared for clinical use.

Event description:
It was reported by the end user that during power-up the cs300 intra-aortic balloon pump (iabp) generated an "electrical failure code 52" message. There was no patient involvement and no adverse event was reported.